Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with a pd patient's pd treatment. There was an air detected in cassette warning and when patient cancelled treatment and removed the cassette, fluid leaked out of the cycler. The nurse discussed that patient was possibly inserting cassette improperly and said patient was instructed on the proper way to do it, but patient's compliance is not verified. In a follow up, the patient's spouse verified the fluid leak event. The spouse said there was no harm, intervention or adverse event associated with the fluid leak. The patient started using a new box of cassettes and also got a new cycler and has been doing treatments with no further issues. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) nurse reported a fluid leak associated with a pd patient's pd treatment. There was an air detected in cassette warning and when patient cancelled treatment and removed the cassette, fluid leaked out of the cycler. The nurse discussed that patient was possibly inserting cassette improperly and said patient was instructed on the proper way to do it, but patient's compliance is not verified. In a follow up, the patient's spouse verified the fluid leak event. The spouse said there was no harm, intervention or adverse event associated with the fluid leak. The patient started using a new box of cassettes and also got a new cycler and has been doing treatments with no further issues. The cycler is available to return.